Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant of a right atrial (ra) lead the patient experienced palpitation and chest d iscomfort. It was also reported atrial synchronization failure was identified, suspect wave of electrocardiogram (ECG), dislodgement of the ra lead. It was noted the cause may have been myocardial damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.